Event description:
An attempt was made to deploy an integrity rapid exchange (rx) coronary stent into a pt (device details unk); however it was reported that, when inflated to 20atm (which is 4atm above rated burst pressure), the balloon of the relevant device ruptured pushing the stent into the artery wall causing a perforation. It was reported that the physician implanted a cover stent to repair the perforation. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results/conclusion: the balloon of relevant device was inflated above rate burst pressure. Results: perforation